Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, initial drain. They had the hp recycle power and the se 2367 alarmed. They advised the hp therapy had ended and they would need to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2240 alarm and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240 alarm and she did discuss the alarm with the patient. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.